Manufacturer narrative:
The complaint stated that the controller did not turn on. During the investigation, the device turned on without any issues. The log files were over written and did not contain information on the date of occurrence ((B)(6) 2023). The log files showed information from (B)(6) 2023. Verification of audit logs showed a jump in time stamps on (B)(6) 2023 from 3:28 to 8:59 indicating that the device was shut down during this period . The device was turned on after this period. The notifications on the physical controller showed no issues. Without the log files from date of occurrence it could not be determined what caused the device to shut off. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient went to the emergency room (ER) via ambulance due to low blood glucose (bg) levels. The omnipod personal diabetes manager (pdm) would not turn on. The patient lost consciousness and had a seizure. At the hospital the patient was given ativan, doctors checked heart rate and checked if the seizure affected her brain. The patient was released the same day. No bg levels were provided.